Event description:
Device malfunction: vessel locator wings did not deploy. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the right common femoral artery after an interventional renal stent implant procedure. Reportedly, the vessel locator wings failed to deploy causing the physician to lose vessel access. Hemostasis was achieved with a femostop. There were no reported adverse patent sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was not returned, and there was no lot information. We were not able to perform device inspection or device history record review in this case.